Event description:
(B)(6) was injured by lasik about 17 months ago at the lasik center (B)(6). (B)(6), md was the lasik surgeon. Because of his severe vision disability, he asked me to submit this medical device report to FDA. As far as he is aware, the user facility has not submitted a MDR report. He met with (B)(6) the authorized representative of (B)(6) md. Signed the arbitration agreement with the center. His eyes and vision were evaluated at 11:44 am, and vision without glasses basically 20/20. Reading vision without glasses 20/50 and 20/80. Pupil sizes: 10mm and 12/23mm. On (B)(6) 2010 - his lasik surgery done. Lasik performed between 2:42 - 2:58 pm -monovision was the objective -is this correct?- no dominant eye test was performed. No discussion about why lasik done on both eyes for "monovision". Reading eye os. On (B)(6) 2009, both eyes blurry. On (B)(6) 2009, os blurry and 20/40 va distance. On (B)(6) 2009, os 20/30-2 va distance. On (B)(6) 2009, os contact lens, os 20/30-2 va distance. On (B)(6) 2009, os feels swollen; ou blurry; od 20/80 near va. On (B)(6) 2009, no comments. On (B)(6) 2009, needs contact lenses. Sees okay with contact lenses. "Excellent" according to record. On "(B)(6) 2009", restasis prescribed for dry eye. On (B)(6) 2009, no comments. On (B)(6) 2010, intermittent double vision. Eyes dry and sore. Glasses do not improve vision. Restasis prescribed for 4 weeks. On (B)(6) 2010, mr (B)(6) called the clinic regarding dry eyes. He told clinic folks that neither the contact lenses nor the restasis affected treated his dry eyes. On 04/01/2010, comments from records not legible. On 04/11/2010, comments from records not legible. Mr (B)(6) says he called dr (B)(6) and visited her office repeated for many complaining of extremely dry eyes, extreme eye pain and discomfort requiring large doses of ibuprofen. Loss of night and low light vision with starbursts. Extreme photophobia, double vision, blurred vision. Lacrisert, restasis, contact lenses. He is currently seeing dr (B)(6) who permanently blocked both lower and upper ducts and prescribed numerous ointments and eye drops but nothing is working very well. Surgery is being planned on his eyelids to reduce tear evaporation. Diagnosis or reason for use: monovision. Event abated after use stopped or dose reduced: no. Suspect product: (B)(6).